Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735736, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the navigation system became unresponsive when progressing to navigate from the patient registration portion of the application software. Additionally, functionality was restored without intervention from the user and that the registration was deleted once functionality was restored. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Logs were reviewed but provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.